Event description:
Per complaint (B)(4), a patient experienced implant loss of osseointegration. Additionally, the patient suffered bone loss as the implant was not stable for restoration. The implant was explanted.

Manufacturer narrative:
Follow-up submitted to report device evaluation.